Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the customer reported removing or adding insulin during and/or outside of the load sequence. Customer was instructed not to remove or add insulin from the cartridge after loading onto the pump per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 233 mg/dl at time of event.